Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during the therapy initiated on (B)(6) 2013 at 22:17:39. During night drain cycle one, the patient's ultrafiltration reading was 2241ml, indicating the home patient (hp) drained 2241ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause was false empty detect at initial drain and initial-drain alarm volume was met. If additional relevant information is received, a supplemental medwatch will be filed.